Event description:
It was reported that the customer did a set change and rewound the reservoir, which cracked the back of the pump. Customer stated that a piece was sticking out but they pushed it back in. Customer's blood glucose was 8.1 mmol/l. The insulin pump had cracks and damage to the drive support cap because the pump was rewound too far back. Customer reported that the drive support cap was also sticking out. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump had a cracked end cap, missing end cap sticker, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.